Event description:
Per complaint (B)(4), the doctor was unable to remove the fixture mount from the implant. The site was grafted and another implant will be placed later.

Manufacturer narrative:
Per investigation results.